Event description:
It was reported that, during a knee arthroscopy, the straight probe's tip broke off. In spite of trying to remove it for about an hour, it couldn't be removed. There was a backup device available. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported straight probe, intended for use in treatment, returned for evaluation. From the information provided, the tip broke off during use. Visual assessment confirm complaint. The tip was broken. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.